Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Component code of ¿g07002¿ (appropriate term/code not available) was used to represent no findings available (c20) because device not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the end of the procedure the patient had a drop in blood pressure and raised heart rate. Pericardial effusion was confirmed by intracardiac echography (ice). Pericardiocentesis was performed to drain 300cc of fluid from the pericardial space. Patient was stabilized and remained in the hospital post-ablation when typical would be discharge on day 1 post procedure. Physician is unsure regarding the cause of the adverse event. The physician felt that mapping was difficult along with maintaining position of the ablation catheter throughout the procedure. Transseptal puncture was done during the case. Patient was heparinized for the case. The activated clotting time (act) measured 340 seconds. There was no evidence of steam pop during the ablation. No bwi product malfunctions nor error messages were reported. Catheter flow was set per smartablate pump settings for stsf (8-15cc with 2cc mapping rate). The force visualization features used included graph, dashboard, vector and visitag. Visitag parameters were range 3mm, time 3 sec, force over time (fot) 25% and 3g with tag size 2mm. Tag index was used as coloring option.